Event description:
Alarms sounded from the system 90t pump. Then, the iab leaked. Blood was noted in the catheter. The iab was not returned to co for eval. The iab was discarded by the facility. (Event complications: none from the event- reported 2/25/97.) (Pt's current status: unk-rpt'd 2/25/97.